Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity (at least 3) of different sized eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from a port that was not spiked; further described as "had fluid in an unspiked spike port". This was discovered after the bags were completely compounded, before they left the anteroom. There was no patient involvement. No additional information is available.